Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed to discharge while in use on a patient. The users turned the device off and back on, and it was then able to discharge. There was no negative patient impact.